Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The definitive root cause of the reported event cannot be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported problem was resolved through an onsite service visit, performed by an olympus field service technician. The reported problem was confirmed; the power switch was replaced to resolve the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was stuck. There was no patient injury, associated with the event, reported to olympus.